Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not seem to be delivering insulin properly. The customer stated that she was sick the day before and treated with a manual injection. She stated that she treated with 24 units of insulin for basal corrections, and the blood glucose reading was still 290 mg/dl. The customer stated that the issue must have been an insulin pump problem because she does not eat. She complained of not feeling well and nausea. She stated that she changed the insulin pump's sensitivity settings due to the high blood glucose. All settings were correct upon inspection. The insulin pump passed the high pressure test. She was unable to scroll down due possible keypad issues. The blood glucose reading was 338 mg/dl. Numbers scrolled without any input during the fill cannula step. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.